Manufacturer narrative:
(B)(4). The lot history records have been reviewed and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. Despite efforts to obtain info, no pt details were provided. The eval of the returned device confirmed the breakage of a force transmitting component when the stent was being partially released. The distal stent end was found fractured which may have occurred during removal. The grip was found fully functioning. The condition of the sample indicates that high release force was present when the fracture of the component occurred. Increased friction is considered the reason for the increased release force and subsequent fracture of the component. Potential factors that could have led or contributed to the event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and release force increase. The reported event also may be use-related as rough handling of the device may lead to the event. Also, a not performed pre-dilation may be a contributing factor. Based on the info available, a definite root cause could not be determined. The IFU sufficiently describes the proper application of the device. The IFU also demands a pre-dilation. The reported application represents an off-label use of the device. The device is intended to improve luminal diameter in the treatment of symptomatic de-novo or restenotic lesions in the native superficial femoral artery (sfa) and proximal popliteal artery.

Event description:
It was reported that the vascular stent failed to deploy in an in-stent occlusion of the sfa which had not been pre-dilated. The delivery system was removed and a balloon dilation was performed to complete the procedure. No pt injury was reported. During the eval of the returned sample, the stent was found to be partially released and fractured; however, no stent fragment was left in the pt and therefore, no further treatment was required.